Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/16/2021, it was reported by an arthrex employee via e-mail that while using an ar-13995n, multifire scorpion needle, the tip of the device broke. This was discovered during use in a rotator cuff repair on (B)(6) 2021. The surgeon left the needle tip in the patient as it was found after via x-ray about 2mm in the shoulder joint of the patient.